Event description:
Undersensing on ra lead resulting in false termination of at/af detection. Arrhythmia in progress. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).